Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The reported complaint was confirmed through quality testing. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies and detachment and subsequent lodging of the cap end bearing assembly in the cap cavity. Bur end bearing failure most likely created friction within the head which resulted in temperature increase. Significant discoloration was observed within the head gears due to excessive heat. All components looked very dry with no sign of lubrication. Additionally, the attachment failed friction torque and spray test according to requirements (sound testing was not performed).

Event description:
During evaluation for repair for speed and noise issues, an estylus 1:5 attachment overheated. There was no injury or intervention.